Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, on postoperative day four, the patient sustained an anastomotic leak from an unidentified reload. The surgeon reports that there were no intraoperative complications with any of the staplers, and all staple lines remained intact. The patient is recovering well. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Stapler log review shows two instruments were used interchangeably. The endowrist 30 stapler instrument was used first, and it was installed on the system 4 times and fired 4 white reloads. On installs 1-3, clamping and firing were completed without error. On install 4, there were two incomplete clamps. The third clamp was successful, and the firing was completed without error. After the 4th install, the instrument was then removed and not used in the procedure again. The sureform 60 stapler was installed on the system 5 times and fired 5 reloads (2 blue, followed by 3 white). On each install, all clamp attempts were successful, and the firings were each completed with no pauses for compression. After the 5th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.